Event description:
It was reported that while using bd bactec¿ fx, instrument top, packaged false positive results were obtained. There was no report of confirmatory testing or patient impact. The following information was provided by the initial reporter: after the up-grade from win7 to win10 some bottles have been triggered as positive. Following a win 10 update, several false positives have appeared.

Manufacturer narrative:
Investigation summary: customer reported false positive results on a bd bactec fx top instrument (p/n 441676, s/n(B)(6)). No erroneous results were reported to doctors, and patients were not impacted. Customer indicated that several false positives were occurred following a win update. After upgrade from win7 to win10 some bottles have been triggered as positive. The local users followed the protocol of confirmed the positive and then returned the vials into the instrument for further testing as per user¿s guide, as no grow was observed during smear testing. Review of the device history record is not needed due to the age of the instrument. Service history record review revealed no previous complaints for false positive results. Bd quality did not receive any returned instrument or parts for investigation. This complaint is a confirmed failure of a bd product. The root cause is due to updating the software from windows 7 to windows 10. No new trends, risks, or hazards were identified as a result of the complaint. Bd quality will continue to closely monitor for trends associated with this failure.

Manufacturer narrative:
Medical device expiration date: na. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It was reported that while using bd bactec¿ fx, instrument top, packaged false positive results were obtained. There was no report of confirmatory testing or patient impact. The following information was provided by the initial reporter: after the up-grade from (B)(6) some bottles have been triggered as positive. Following a (B)(6) update, several false positives have appeared.